Manufacturer narrative:
The insulin pump was received with motor error alarm during the rewind process due to corrosion on the interface board. The displacement test was unable to be performed due to motor error alarms on the device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm and high blood glucose levels. Customer's blood glucose level was 501 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised they were unable to check their alarm history and unable to rewind the insulin pump as a result of motor error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.